Event description:
Microtip stopped cutting during procedure.

Manufacturer narrative:
The alleged complaint product was not available for evaluation. The unit was disposed of. It is not possible to verify an assignable cause for the issue without evaluating the unit. Insufficient information for a complete investigation. The DHR for lot 08113-04 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 08113-04. There were a total of (B)(4) reported unit failures due to functionality. This lot has a failure rate of (B)(4). No significant trent was observed.